Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain; instability and possible tibial loosening femur was removed in order to get tibial off per dr. (B)(6).